Event description:
Additional information was received from the patient. They reported that when they increased their stimulation to try to get more therapy relief, they felt like they were getting electrocuted between their groin and rectum. They said it felt like someone shocked them with a wire. They increase stimulation slowly and cautiously and didn't know why they had their first shock. Patient said it was like torture and said it was like if you put her hand in a receptacle. Patient did mention that the wires came up to their rectum and when asked to clarify, patient said that's just where they put the wire for the surgery and they thought maybe the wires moved, but they don't know but thought maybe this could be why they were having problems. Patient noted no falls/traumas or procedures related to the reported issue. Patient was going to decrease stimulation to a more comfortable level before seeing their doctor, but they noted still feeling pain and soreness. Patient said they first noticed the shocking/electrocuted in (B)(6) 2023 and it happened again in (B)(6) 2023. They notified their doctor at an appointment the other day and said the pain and therapy were getting worse. Patient said this time it was a double electricity feeling down their leg, groin area and bladder so their doctor advised them to turn the device off. Patient said after turning it off they felt sore, but he soreness was gone at the time of report. They said they could never get their device to work smoothly. They said their bladder was still making them run tot he toilet and sometimes they were still sitting and urinating. Patient said their bladder was flooding almost 3x per day. It was noted they had an appointment scheduled with their healthcare provider in may.

Manufacturer narrative:
Continuation of d10: product ID 978b128 lot# va2n3f3 implanted: (B)(6) 2022 product type lead medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction and urge incontinence. It was reported that the device takes forever to communicate to the device and when they finally can change the numbers, it shocks them horribly and when they walk it hurts. They stated they need help.